Event description:
At approximately 1050, rt's responded to a ventilator alarm and observed pilot balloon completely deflated. Several attempts were made to add air to cuff, however, patient wouldn't get volumes and cuff failed to hold pressure. Emergency trach change done. Original trach leak tested via water, and blown cuff was confirmed. This is the second blown cuff from the same type of product in the same day. The previous one was just 6 hours earlier. Ref report: mw5157828.